Manufacturer narrative:
The edhr (electronic device history record) for the device lot is created and maintained in mes (manufacturing execution system). Automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned inserted in the introducer sheath and the dispenser hoop. Analysis of the returned device revealed the delivery wire was kinked due to handling of the device during use. Additionally, the main coil was found to be stretched and detached from the delivery wire. The main coil was noted to be stuck in the hub and catheter shaft of the concurrent micro catheter. It is most probable that procedural or anatomical factors encountered during the insertion of the 30cm target coil into the microcatheter contributed to the reported event. The device was analysed and the 30cm main coil was inserted in the microcatheter and the detachment area of the main coil was noted to be physically detached within the hub of the microcatheter, indicating force may have been used during the insertion process. Based on the analysis results and available information, an assignable cause of procedural factors will be assigned to this investigation as the issue is associated with a product that meets stryker design and manufacture specifications and was used according to the device directions for use (dfu) but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
Analysis of the device revealed that the subject coil prematurely detached inside patient. There was no clinical consequence to the patient as a result of this event.